Event description:
It was reported the control panel arm on an epiq cvx ultrasound system did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.